Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector housing was broken. The connector locking nut was cracked and the trunk pins were bent, which would prevent the electrode belt from properly securing into the monitor. Additionally, the electrode belt was contaminated with a liquid substance. The root cause for the cracked locking nut and bent pins cannot be positively identified but is likely physical abuse. The root cause for the contamination was unable to be positively confirmed, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the damaged electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
A (B)(6) female patient returned an electrode belt for an unrelated issue. Upon servicing the electrode belt's trunk cable connector was damaged and the belt was contaminated. The patient received a replacement electrode belt.